Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress). Distal conductor distorted and blood/body fluid (not obstructed). Helix distorted/bent and blood in/on mechanism (sleeve head). The helix will not extend due to the distorted and fractured coil in the connector. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, there was multiple repositioning issues and the helix was unable to extend. The lead was not used. Another lead was used. No patient complications were reported as a result of this event.